Event description:
It was reported, the colonovideoscope had something lodged in the scope that was unable to be removed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had something lodged in the scope that was unable to be removed. The issue occurred during reprocessing of a therapeutic colonoscopy, polypectomy procedure. There was a slight delay reported to switch out the scope, however, the procedure was able to be completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. New information was added to the following fields:b5, d8, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device due to a clogged biopsy channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.